Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0mfkl, implanted: (B)(6) 2014, product type: lea. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was possible skin erosion around the implantable neurostimulator (ins). It was also stated that there was a lead revision to move the lead from the subthalamic nucleus (stn) to the globus pallidus (gpi). The cause of the reported issues was unknown, but the rep stated that "it may be efficacy", but reprogramming resolved the issue. Surgery was scheduled to address the skin erosion. It is unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.